Manufacturer narrative:
The reported field event of a trending data display issue was confirmed in the laboratory. During device interrogation, it was found that trending information for battery voltage, signal amplitude, and pacing lead impedance data was not able to be displayed on the programmer screen. The device was tested using automated test equipment and passed all tests. The device interrogated normally after the testing. Since automated test equipment testing reprograms the device, it is believed that the issue was related to memory corruption. The cause of the memory corruption remains undetermined.

Event description:
It was reported that trending data could not be displayed during interrogation. Reinterrogation did not resolve the issue. Further programming changes were recommended to clear the invalid data.